Event description:
This product was returned to the manufacturer without any report of performance issues or adverse patient effects. The returned device was analyzed and laboratory analysis found the device battery was depleting prematurely.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.